Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code 3009 captures the reportable event of gel misplaced non-vascular. Evaluation conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar procedure performed on (B)(6). 2020. Reportedly, the applier noted difficulty during placement. As well as difficulty during hydrodissection. The procedure was performed under general anesthesia. According to the complainant, after the procedure, magnetic resonance imaging (MRI) and computerized tomography (CT) were performed. Per review of the images, the gel was placed in the rectal wall. There were no patient complications reported as a result of this event. ***additional information received on (B)(6), 2020*** the MRI that revealed rectal wall infiltration was performed on (B)(6), 2020.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar procedure performed on february 19. 2020. Reportedly, the applier noted difficulty during placement. As well as difficulty during hydrodissection. The procedure was performed under general anesthesia. According to the complainant, after the procedure, magnetic resonance imaging (MRI) and computerized tomography (CT) were performed. Per review of the images, the gel was placed in the rectal wall. There were no patient complications reported as a result of this event.